Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic on (B)(6) 2021 with multiple episodes of noise on their atrial lead, resulting in automatic mode switching. Nothing has been performed at this time to address this issue. The patient was stable throughout.